Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer used humalog insulin past labeling. Tandem technical support educated the customer on cartridge labeling/usage. Customer¿s blood glucose level was 400 mg/dl. Customer primed the tubing to resolve the air bubbles.